Event description:
It was reported that a spectrum pump would turn off during programming/setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device turned off. A review of the event history log revealed multiple presence of 'improper shutdown!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed alternating current (ac) power cord. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.